Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right ventricular (rv) lead exhibited increased capture threshold, loss of capture with suspected dislodgement. During the rv lead revision procedure, the rv lead helix failed to retract and as a resolution the rv lead was explanted and replaced. During the same procedure, the replacement rv lead failed to connect to the implanted implantable cardioverter defibrillator (ICD) header as the set screw was stripped and hence the ICD was explanted and replaced as well. The patient condition was stable.

Manufacturer narrative:
The reported event of setscrew stripped was not confirmed. Visual inspection revealed the ventricular setscrew was out of position and floated beneath the septum, consistent with being over-rotated counterclockwise during the lead exchange, causing it to disengage from the setscrew port. After re-installing the setscrew, lead was able to be tightened without any issue. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues.